Event description:
It was originally reported that the physician wanted an analysis of the patient's device as the patient was planning on receiving an explant procedure of their generator due to the fact that the generator serial number was on the list of affected devices that were laser routed. The device history records were reviewed and confirmed that the generator was manufactured when laser-routing was in use. The device met all specifications for release prior to distribution. Internal data analysis was performed on the received tablet data and it was found that the charge consumed (%) did not deplete more quickly than expected as compared to the battery voltage measurements. According to this data, there is no evidence that suggests the device prematurely depleted. The generator was explanted and sent back for product analysis. During product analysis the generator was interrogated, and system diagnostics returned results within the normal limits. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications, and therefore premature battery depletion was not duplicated at this point during testing. The pulse generator was then opened due to possible contaminates on the trimmed edge of the printed circuit board assembly (pcba). With the pulse generator case removed, the battery voltage measured 2.947 v. Analysis found contaminants on the trimmed edge of the pcba inside the generator, which created paths for current leakage. Electrical testing was performed on the pcba, and the pcba failed several electrical tests related to current consumption. After the trimmed edge of the pcba was cleaned and the contaminates were removed, the pcba passed electrical testing and performed according to functional specifications. Review of the complete product analysis of the returned generator confirmed that the generator exhibited premature battery depletion caused by the laser-routing manufacturing process. No further relevant information has been received to date.

Event description:
Upon re-evaluation of the product analysis measurement results and all of the decoder data from history and pa, it is confirmed that is no evidence of premature depletion. The values measured in pa were out of specification, but this may not be indicative that the device would fail to meet longevity specifications. Expected longevity of the device based on the printed circuit board assembly (pcba) test supply current measurements were used to project that the device would exceed minimum longevity. This information coupled with the patient's higher settings, and implant life of almost 3 years, with still 75% remaining on the generator's battery life we are able to conclude that the battery has not prematurely depleted. No further relevant information has been received to date.